Event description:
Customer reports the following: "staff reported to biomed that pump is not recognizing tubing. Biomed "tried everything" and error still occurring. Am confirming what exactly "everything" was. No patient harm. Confirming biomed cleaned pins, cassette sensor, tried other cassettes, removed from charger, did hard shut down, error remains." Preliminary review of the device logs indicate that this is a set ID sensor failure. Further investigation of the pump revealed the following: flowcontrol log has high frequency of set ID change detected and variable resistor park drift entries, suggesting bad set ID. Set ID gasket found to not be making full contact with the set ID module housing. Gasket also found to be misaligned with housing perimeter. Adhesive issue will be addressed with a CAPA, while the misalignment issue with be addressed with a scar. Fresenius kabi opened an internal CAPA in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).